Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: the complaint device was not received for investigation. The image(s) were reviewed, and the rod was noticed broken confirming the complaint condition. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unk - rods: spine/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent revision surgery due to broken unknown rod. Originally, the patient had implantation in t11 to the pelvis using an unknown dual vertebrae titanium rods to correct severe adult scoliosis on (B)(6) 2013. However, on an unknown date on sunday night, the patient bent over to pick a napkin off the floor and one of the rods snapped in half with very loud sound and with instant sharp pain. The following day, the surgeon confirmed the breakage via c-arm imaging. Thus, removal was done. The procedure and patient outcome were unknown. Concomitant device reported: unknown polyaxial screw head (part # unknown, lot # unknown, quantity unknown), unknown pedicle screw (part # unknown, lot # unknown, quantity unknown), unknown rod (part # unknown, lot # unknown, quantity unknown), unknown locking cap (part # unknown, lot # unknown, quantity unknown), unknown transverse connector (part # unknown, lot # unknown, quantity unknown). This is report 1 of 1 of(B)(4).